Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen issue. The customer reported that the touchscreen was out of calibration, and when the customer attempted to perform a touchscreen calibration, it was noted that the device displayed an error message for a "bad touch." The customer was requested and was provided with the part number for a replacement touchscreen. A replacement was ordered by the customer. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced, and the repair was complete. No further details were provided, regarding the event. The customer did not confirm if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.